Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The provider states the forks are bent and the caster wheels are chewed up as well due to the forks being bent.